Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil became stuck in the microcatheter the patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 7.23 mm and a 5.17 mm neck diameter.it was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that when the spring coil was transported out of the microcatheter, it couldn't be successfully pushed out and got stuck in the distal portion of the microcatheter. There was no damage to the catheter, but the distal segment of the pushwire was damaged. It was indicated that all products were prepared as per instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation axium implant coil was returned for analysis. The axium implant coil was returned within the introducer sheath. The axium implant coil pushwire was found to be bent near the proximal end. The implant coil was found to be stretched and damaged within introducer sheath. The implant coil could not be pushed out from the introducer sheath for further evaluation as it was found to be stuck. All other subassemblies appeared to be normal and no other anomalies were observed. On further review, the event is no longer MDR reportable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.